Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial.

Event description:
Scheduled revision on a pinnacle cup operated more than one year ago at (B)(6). The reason for revision is wrong positioning of the cup and luxation of the prosthesis. The surgery will be performed on (B)(6) 2020 at (B)(6).